Manufacturer narrative:
On 22 january 2016, it was prepared a final report with the information already submitted in the initial report. On 25 january 2016, the report was sent to the initial reporter and the case was closed.

Manufacturer narrative:
On 03 nov 2015 it was communicated that the pathogen is staphylococcus aureus and that the implants will not be available for investigation. Batch review performed on 25 november 2015: quadra h cementless, ha coated lat stem # 3, code 01.12.033 lot. 150992: (B)(4) items manufactured and released on 11 may 2015. Expiration date: 2020-03-31. No anomalies found related to the problem. To date, (B)(4) items of the lot have been already sold without any similar reported issue. Versafitcup cc flat pe hc liner ø 36 / f, code 01.26.3648hct lot. 152090 (k103352): lot 152090: (B)(4) items manufactured and released on 21 august 2015. Expiration date: 2020-06-30. No anomalies found related to the problem. To date, (B)(4) items of the lot have been already sold without any similar reported issue. Versafitcup cc trio no hole acetabular shell ø 56, code 01.26.45.1156 lot. 153631 (k122911): (B)(4) items manufactured and released on 11 september 2015. Expiration date: 2020-08-22. No anomalies found related to the problem. To date, (B)(4) items of the lot have been already sold without any similar reported issue. Ceramic head manufactured by (B)(4) and not marketed in the USA. Document review performed by the manufacturer without any issue detected. On 25 nov 2015 the medical affairs director made the following comment: this case as reported is an ascertained infection. There are no reasons to suspect that the root cause may be in any way related to the implanted devices.

Event description:
A revision surgery is planned for (B)(6) 2015 due to infection. All hip components will be removed and substituted with a spacer.